Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that once treatment had ended, there was fluid noted to be leaking from the cassette. The patient reported that the solution leaked into the cassette door area. The cycler will be replaced.

Manufacturer narrative:
Corrective data: (B)(4).

Event description:
A peritoneal dialysis patient reported that once treatment had ended, there was fluid noted to be leaking from the cassette. The patient reported that the solution leaked into the cassette door area. The cycler will be replaced. Upon follow up with the patient's nurse, it was confirmed that the patient had received the replacement cycler and has been successfully completing treatments. The patient did not experience cloudy effluent or infection. There was no medical intervention, patient injury, or adverse event.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that once treatment had ended, there was fluid noted to be leaking from the cassette. The patient reported that the solution leaked into the cassette door area. The cycler will be replaced.